Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the surgeon could not control the instruments from the right master tool manipulator (mtmr) and the instrument installed was not moving. The surgeon explained that the left mtm (mtml) controlled usm4 and usm1, and that mtmr controlled the usm2 and usm3 that respectively had the camera and instrument installed. Prior to contacting intuitive surgical inc. (Isi) technical support engineer (tse), the surgeon restarted the system, reinstalled the sterile adapter, tried different instruments, and also moved the camera on usm1; however, the issue persisted. Tse instructed the surgeon through various troubleshooting steps, but the issue continued. Tse reviewed the logs and identified a single error 23057, pointing to the mtmr. There was no report of injury as a result of the reported issue. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: troubleshooting with the tse was performed; however, the mtmr issue remained persistent. The surgeon continued the procedure despite the issue and completed the da vinci procedure with no known impact or patient consequence. The patient is in good general condition, non oncological and was operated for complicated colonic diverticulosis. The patient is currently doing well.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported issue was confirmed. To correct the problem, fse replaced the right master tool manipulator. After replacement, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. During failure analysis, the returned mtm was tested (sine cycle) and operated without error. The mtm was subjected to sine cycle testing and a test drive were performed without any issue. No functional issue was observed during failure analysis. The customer reported issue was not reproduced. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Verification via rfe logs confirms the occurrence of the error fault on (B)(6) 2022 using system (B)(4) matching the documented event details. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. This complaint is being reported based on the following conclusion: it was alleged that after the start of the procedure, the right master tool manipulator exhibited a persistent issue and was not fully functional. While there was no harm or injury to the patient and the procedure was completed robotically, this issue could lead to system unavailability and a subsequent conversion/abortion after the start of a surgical procedure, and could likely cause or contribute to an adverse event if it were to recur. In addition, as a result of this issue, the surgical procedure was delayed by more than one hour.